Manufacturer narrative:
On august 29, 2024, mentor became aware that the day of adverse event was "18". Hence, date of event under field b3 has been updated to "4/18/2018" on this form. Complete UDI number has been added to field d4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right late onset seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the glow clinical trial (subject ID: (B)(6). It was reported that a 46-year-old female patient underwent primary breast augmentation with a 685cc mentor memoryshape breast implant on (B)(6) 2015 and experienced late onset seroma, which required implant removal on (B)(6) 2018. No information was provided regarding testing of the seroma fluid.